Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, upon interrogation during a regular follow-up performed on june 12th, 2017, the subject ICD was unexpectedly found in back-up mode and was re-initialized. It was reported that the patient did not do anything particular between the previous follow-up on december 2016 and june 12th, 2017. On july 5th, 2017, another follow-up was performed showing no anomaly.

Manufacturer narrative:
Preliminary analysis did not show any issue regarding the ICD. The device switched in nominal programming due to user action most probably because the programming head was misplaced.

Event description:
Reportedly, upon interrogation during a regular follow-up performed on (B)(6) 2017, the subject ICD was unexpectedly found in back-up mode and was re-initialized. It was reported that the patient did not do anything particular between the previous follow-up on (B)(6) 2016 and (B)(6) 2017. On (B)(6) 2017, another follow-up was performed showing no anomaly.

Event description:
Reportedly, upon interrogation during a regular follow-up performed on (B)(6) 2017, the subject ICD was unexpectedly found in back-up mode and was re-initialized. It was reported that the patient did not do anything particular between the previous follow-up on (B)(6) 2016 and (B)(6) 2017. On (B)(6) 2017, another follow-up was performed showing no anomaly.